Manufacturer narrative:
B3: date of event - aware date of (B)(6) 2023 used as event date is unknown.

Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported via social media that vision issues, dizziness, and lower extremity pain occurred. A left atrial appendage (laa) closure procedure was performed using a watchman laa closure device with delivery system (wds). Several days post index procedure, the patient experienced vision issues, dizziness, and aching in a lower extremity. No further information on the status of the patient is available.